Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and fecal incontinence. It was reported that they are in the hospital and their stimulator is not working anymore. Patient said it was working; it stopped helping after the nurse stuck them and they got an injection above where the stimulator was located and it left a bruise that is itchy. Patient said they do not like the way the doctor told them the medication does not affect their interstim. Reviewed that the company is not involved in medical decisions and redirected caller to their doctor. Offered and provided phone number for doctor but the call went silent when trying to provide doctor's phone number. Called pt back no answer, and no chance to leave a message. Pt called back on (B)(6) 2026 requesting more doctor contact information. Reviewed information. Agent asked if the reason they were in the hospital was related to their device and pt said it was unrelated. Pt asked about device longevity because ever since getting to the hospital on (b)(60, they are unaware when they have bowel problems and they want to discuss their options when they call their doctor.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.